Event description:
The customer reported a leak that appeared to be blood contained in the left hand side of the beckman coulter lh750. The unit was also giving 'vacuum overflow tank full' and 'backwash tank error' messages. The operator was unable to locate the source of the leak. Field service engineer (fse) was dispatched. The field service engineer (fse) replaced solenoid 118 (source of the leak from normal wear) and associated tubing for aspirate path to slidemaker to repair the leak (because it also showed signs of normal wear). Root cause for the leak was the solenoid 118. There was no affects to patient results. There was no injury to the operator. However on a recur, the operator may be exposed to biohazardous material.

Manufacturer narrative:
Beckman coulter unique identification number is (B)(4).